Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable drug infusion device. The drug being delivered was prialt with an unknown dose and concentration, bupivacaine with an unknown dose and concentration, and dilaudid (hydromorphone) with multiple dosages reported at 26 mg/day, 3 mg/day, and 2.2 mg/day with unknown concentrations. The reason for use was non-malignant pain. It was reported that at one point in 2011 the patient was at 26mg/day of dilaudid in her pump. They had been on oral medications since 2013. They get the oral medications from dakota dunes and the hcp fills her pump. In 2015, she was on 5 mg/day of dilaudid in her pump and also had bupivacaine in her pump. The hcp changed his policy and 5mg is as high as he would go. In 2015 they added prialt to her pump and in (B)(6) of 2015 she thinks she had a bad reaction to the prialt. She stated she was unconscious and unresponsive and had to be flown to (B)(6). The patient wanted to get off the pump and was down to 2.2 mg/day and still on oral medications. In (B)(6) of 2017 and (B)(6) of 2017 she wanted to go up on her oral medications because she was coming off the pump, then she decided she wanted to keep the pump and wanted to start going up on the pump. The physician¿s assistant (pa) from (B)(6) told her he was going to call the manufacturer¿s representative (rep) to talk about the pump. The patient stated they had never met that rep and she usually works with another rep from the manufacturer. A week after the pa talked to the new rep, the patient got a letter from (B)(6) saying they weren't going to see her anymore. (B)(6) terminated her care and told her she violated her contract with them because the healthcare professional¿s (hcp) office didn't know she was on oral medications. The patient stated the hcp¿s office did know she was on oral medications because she told them at each appointment. The hcp¿s office tried to call (B)(6) ¿but were able to get in touch with anyone.¿ the patient wants the letter of termination removed from her file and has been trying to get this resolved for 2 months. The patient stated (B)(6) will no longer take calls from her. There was no out of box failure reported and there was no medical/therapy problem related to the device. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.